Event description:
It was reported that this pacemaker system exhibited atrial undersensing. Low amplitude was observed on the right atrial (ra) lead. Technical services (ts) was consulted and further evaluation and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.